Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement, and motor tests. No motor error alarms or displacement anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported the customer had exposed their insulin pump to a magnetic resonance imaging. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.